Event description:
Date of implant: 2005. It was reported that a pt underwent an open l4-s1 tlif. Approx 5 months post-op, pt slipped but did not fall, now complains of right leg pain. Post-op x-rays reportedly reveal l5-s1 implant "repulsed". Confirmed on CT scan. Pt underwent revision surgery to readjust the cage. No pt complications reported.

Manufacturer narrative:
Device has not been returned to the MFR; therefore, product eval is not possible. Unable to determine the cause of the event.